Event description:
A customer reported experiencing a cartridge alarm during the loading process of their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support provided education on the proper loading protocol, but the alarm recurred, leading to the decision to replace the pump. The customer was informed they would receive a replacement pump with updated software and was guided to use a backup insulin pump in the interim. Instructions were given for returning the problematic pump, and the customer acknowledged understanding the steps they needed to take upon receiving the new pump.